Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that a cs300 intra-aortic balloon pump (iabp) had a system failure alarm. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit and was able to reproduce the reported issue and believed the drive manifold (k8) was the cause of the reported "system failures" and 'low vacuum' errors that fse observed when arrived on site. Another possibility was the pump needed to be rebuilt. The fse ordered the parts but, there was a delay in obtaining the parts. During fse's inspection of the unit it was discovered that the safety disk had expired and vacuum/pressure pump motor might have needed to be rebuilt. The facility's biomed also checked the battery dates as a precaution. At the customer's request, the fse returned to the site with the repair part(s) on 03/12/2019 and replaced the drive manifold and fill manifold and conducted a retest which resulted in "system failure error" gone. In addition, the safety disk was due for replacement in april (04/2019) and was replaced. The fse also completed full preventative maintenance (pm) on the unit ,then performed all calibrations, functional and safety checks to meet factory specifications. The iabp unit passed all calibrations, functional and safety test per factory specifications, and the iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a system failure alarm. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.